Event description:
It was reported that this patient received multiple inappropriate shocks and bursts of anti-tachycardia pacing (atp) from this implantable cardioverter defibrillator (ICD) system due to oversensing of noise on the right ventricular (rv) lead channel. The patient went to the emergency room (ER) where, during interrogation, it was found that the rv pacing impedance measured greater than 3000 ohms, which was high out of range. Technical services (ts) analyzed device episode data and noted that after the shocks it appeared that the patient was experiencing atrial fibrillation (af) but it was not induced by the device behavior. A few days later, the ICD was explanted and the rv lead was surgically abandoned then replaced with a new ICD and lead. No additional adverse patient effects were reported.